Manufacturer narrative:
The condition of battery depleted set alarm was confirmed through the event history due to depleted main batteries. The main batteries and safety harness where replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. A labeling review was performed in response to the user error in this complaint, and the labeling was found to be adequate.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm on (B)(6) 2011, which interrupted delivery. There was no report of patient injury, medical intervention. No additional information is available. This device utilizes user interface module master software version 6.12.00 categorized as unremediated.